Event description:
Boston scientific received information that multiple episodes of noise were observed for this right ventricular (rv) lead, resulting in oversensing and asystole for greater than two seconds. It was reported that the patient implanted with this rv lead experienced syncope as a result. The physician believed the rv lead to be fractured. An invasive revision procedure was performed and the rv lead was surgically abandoned and replaced. Also during the procedure, the device was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.